Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 445 mg/dl. Customer¿s blood glucose was 324 mg/dl at the time of incident. Insulin pump was damaged and customer was not sure that the reservoir able to lock. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Pump received with cracked reservoir tube lip noted. The test reservoir was able to remove and stay locked in place noted.